Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the monopolar curved scissors instrument returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the wrist movement of a monopolar curved scissors instrument was not ok. After removing and inserting again, one of the wheels fell down. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: the client told the distributor the device moved in an unintended direction, the distributor had no more details to add.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was returned with a broken disk. As a result, the instrument could not be tested for intuitive motion. In addition, input disk #6 was found completely detached from the base of the housing.

Event description:
Refer to h10/h11 for follow-up information.